Manufacturer narrative:
Philipp-dormston, wolfgang g., et al. ¿intracranial penetration during temporal soft tissue filler injections - is it possible?¿ dermatologic surgery, vol. 44, no. 1, jan. 2018, pp. 84¿91., doi:10.1097/dss.0000000000001260. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions for use: juvéderm® voluma¿ with lidocaine is not indicated for injections other than subcutaneous, upper-periostea, or into the deep dermis. The technique and depth of the injection vary depending on the area to be treated. Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas.

Event description:
In the article, ¿intracranial penetration during temporal soft tissue filler injections - is it possible?¿: a patient was injected with juvéderm voluma with lidocaine on the right temporal skin-hairline border approximately at the horizontal level of the lateral canthus using a deep injection technique with a 23g 1" needle. After penetration, the needle was removed and a 18g 70 mm blunt tip cannula was inserted into deeper layers. While in contact with the bone, additional pressure was experience by the patient followed by sudden loss of resistance and a pain free breakthrough sensation. After injection on the contralateral side, the patient had a slight burning sensation that intensified over the next 3 hours. Three hours after the injection, the patient had slight bruising and headache started on the right side. On the next day, the patient had nausea, stiffness of the neck, severe headache and the complete bruising of the temporal region. There were no central or peripheral neurological deficiencies experienced by the patient. Patient was treated with corticosteroids and analgesics. MRI and CT scans were done 8 days after the injection and revealed no definite evidence for intracranial penetration. However, there were signs of dural inflammation in the area of the injection that were diagnosed with no affection of the fronto-insular cortex or presence of any other pathology. The general symptoms cleared almost completely 14 weeks after the injection. A follow up MRI revealed local dural thickening that was interpreted as a highly differentiated glioma. Four weeks later, another MRI scan was done and it showed a hypointense, cortical signal alteration indicative of a previous local corticocerebral inflammation. Another 4 weeks later, the patient had c11 methionin positron emission tomography that did not show any evidence for glioma. A final radiological report 14 months after the injection described a hereditary local disregulation of the gray-white matter differentiation as the most probably cause when summarizing the imaging-based findings. Any accidental intracranial injection of juvéderm voluma with lidocaine could not be concluded due to lack of MRI reference data, the uniqueness of the case and lack of experience with injectable related complications. Up to date, the patient has never had any central or peripheral neurological deficiency but still has intermittent headache and postural unilateral pain of the temporal region. No other information was available.